Manufacturer narrative:
The reported event was confirmed however the cause was unknown. No physical sample was returned however a photo sample was received. Based on the photo sample evaluation the device was observed to be flaking. A potential root cause for this failure mode could be due to inadequate material selection and or bonding between the layers or degradation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage or breakage to the wire. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." The actual/suspected device was inspected.

Event description:
It was reported that the guide wire was damaged. A new guidewire was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the guide wire was damaged hence a new guide wire was used.